Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer replaced interconnect cable and fluoro functions board. The system was found to be working as intended following replacement. The system was put back into service.